Manufacturer narrative:
Batch review performed on 07-04-2025. Lot 2314693: (B)(4) items manufactured and released on 08-08-2023. Expiration date: 2028-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 1 year and 4 months from primary, the patient came in reporting instability due to laxity. The surgeon revised the insert to give the patient more stability (10mm to 14mm). The surgery was completed successfully.